Manufacturer narrative:
Product event summary: analysis found that the output connector needed to be replaced and four screws were missing. As a result the connector and four screws were replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.